Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis confirmed variability in sg values; however, no clear cause for the variability was identified. Customer care recommended that the user relink their sensor to allow the system to reinitialize and converge faster. Post relink, calibrations entered fit sg trends well. The user was advised to continue using the system and to calibrate as requested.

Event description:
On may 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.